Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Event description:
The customer reported being in the hosp for a non-related diabetes. However, the procedure did not take place due to customer's high blood glucose. The customer was treated with insulin drip. Troubleshooting was performed. The alarm history, date, and time were correct. The customer stated that her blood glucose was high for the past two weeks. Ran a fixed prime test and the insulin exited. Performed a displacement test and the device alarmed. No further info was provided.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.